Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, a routine chest x-ray showed the right ventricular (rv) lead had displaced from the intended rv apical placement to the rv outflow tract/septal position. Reprogramming was done and a lead revision was later performed. The lead remains in use. No patient complications have been reported as a result of this event.